Manufacturer narrative:
This supplemental report is being submitted to correct from MFR. Report: 1221359-2021-00855 to MFR. Report: 1221359-2021-00858 and to correct the initial submission date. The inital report was submitted (B)(6) 2021.

Event description:
The customer reported a false positive result with the ID now covid-19 assay. No additional patient information, including treatment and outcome, was provided. The customer confirmed there was no patient harm due to the test results. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. "Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable."

Manufacturer narrative:
This supplemental report is being filed to report additional information received from the customer and to correct the event type from a malfunction to a serious injury. The ID now covid-19 test was performed on a direct tested puritan nasal swab. Repeat testing was not performed. Pcr confirmation testing was performed on (B)(6) 2021 using a nasal swab and generated negative results. The nasal swab was used to swab both nostrils. The patient's surgery was postponed one week, awaiting results from outside lab and rescheduling availability. There was no patient harm. Also, that the patient was sent to their primary care provider (pcp) and instructed to quarantine.